Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized for non-diabetes related issue. Customer stated that while in the hospital she developed high blood glucose of over 500 mg/dl and was treated in the hospital. Customer stated that her insulin pump was cracked. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received prime anomaly and motor error alarm during the basic occlusion test due to moisture damage on the force sensor resistor. A scratched lcd window and cracks to the display window, reservoir tube, reservoir tube lip and belt clip slot noted.